Manufacturer narrative:
The reported event of set screw issues was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Analysis revealed the right ventricular (rv) set screw was backed out from its thread as a result of unscrewing the set screw too far and it contained septum material inside the cavity. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The connection anomaly was consistent with having occurred during the procedure.

Event description:
Related manufacturer reference number: 2017865-2023-16191 it was reported the patient presented for implant procedure. During the surgery, the set screw on the implantable cardioverter defibrillator (ICD) was difficult to release and it appeared the set screw was misaligned. While attempting to implant the left ventricular lead, slack was added to the right ventricular lead at which point sensing decreased, impedance decreased, and capture threshold increased. The physician elected to complete the procedure with a different ICD and right ventricular lead. The patient was in stable condition.